Manufacturer narrative:
.

Event description:
On (b)(5) 2013 product analysis was completed on a generator that had been replaced on (B)(6) 2013 due to battery depletion. Review of the data indicated that the pulsedisabled byte was set to a value that represents a vbat<eos threshold condition. A cause for this condition could not be determined. A reset of the pulsedisable bit in the generator memory was performed to allow for subsequent additional testing. Results of diagnostic testing indicated the device was operating properly and communicated properly, and the reported eos condition was not duplicated. The battery voltage was 2.897 volts, as measured during completion of the final electrical test. The data in the diagaccumconsumed memory locations revealed that 85.197% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. Except for the pulse disabled condition, there were no other adverse functional, mechanical, or visual issues identified with the returned generator. Additional information has been requested but no further information has been received from the physician to date.

Event description:
Additional information was received stating that the vns patient¿s device showed ifi = yes during an office visit on (B)(6) 2013 and that the patient¿s neurologist elected to prophylactically replace the patient¿s generator. The patient¿s device was disabled prior to replacement surgery.